Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional tricuspid regurgitation (mr) for a triclip procedure. During the procedure, triclip xtw was implanted. During the deployment of second clip, difficulty grasping the leaflets were observed due to anatomy of the valve. There was chordal interaction with the clip. A chordae ruptured when an attempt was made to get back to atrium. The mr was decreased to grade 3 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure (leaflet grasping - clip not implanted) or difficult to remove (anatomy). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure is related to challenging patient anatomy (anatomy of the valve). The reported difficult removal from anatomy is related to procedural conditions (caught in chordae during positioning). The reported tissue injury is a cascading event of the positioning failure and difficult removal from anatomy. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.